Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during inspection of the devices prior to a farapulse procedure, versacross connect access solution for faradrive kit was reported to have a tear on its inner pouch. Hence, the device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned as it was retained by the customer.